Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(4) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and passed. Share data log was reviewed and a loss of connection was not observed as there was no data available. The complaint confirmatin of a loss of connection could not be determined. The root cause could not be determined.